Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 06/09/2026. Data was provided for investigation. A review of the data analysis indicated that the alerts functioned as intended at their respective settings and thresholds. On (B)(6) 2025 the estimated glucose values (egvs) were in high range from 2:58 am ¿ 7:18 am, after the cgm was in temporary sensor failure from 7:38 ¿ 9:48 am until sensor failure was observed at the end of the investigation window. The probable cause of the sensor failure was due to low counts aberration. Additionally, no meter values to confirm the reported inaccuracy were present within the investigation window to determine cgm accuracy. Due to the lack of visibility to meter values not entered into the system, inaccuracy allegations cannot be disconfirmed. The probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported via mw5183969 that the patient experienced a cgm accuracy issue resulting in the patient¿s death. The patient¿s mother reported that the patient¿s ¿dexcom g6 was what took her life¿. The reporter also stated the patient had issues where the ¿dexcom wouldn't work¿, where the patient would not eat but the cgm would read high or the patient would eat and the cgm would read. On (B)(6) 2025, the patient spoke with a friend of hers and stated that she ¿couldn't get her monitor to work so she was checking it manually¿. The patient later went to bed. The following morning, on (B)(6) 2025, the patient did not show up for work and the patient was later found deceased in her bed. CPR (cardiopulmonary resuscitation) was performed but was ultimately unsuccessful. An autopsy was performed and the reason for the patient¿s death was labeled as ¿diabetes¿. It was also reported that the patient¿s mother could not find the patient¿s dexcom g6 device at the patient¿s house and therefore could not provide any serial numbers or return any product. Attempts to reach out to the reporter for further event details were unsuccessful. No product was provided for investigation. Data in dexcom cloud was found and the investigation is in progress. Once the investigation is completed a follow up report will be filed with data investigation results. The allegation and the probable cause cannot be determined at this time. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.